Manufacturer narrative:
The complaint lens was returned to the manufacturer for evaluation and was observed to be cut in two parts. One lens haptic was observed distorted and the other haptic was observed broken. The lens was inspected at 10x magnification. Loose particles were observed on the sample in addition to viscoelastic (ovd) residue was detected in the optic zone (anterior and posterior sides). The lens condition is consistent with a lens that was removed from the patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the lens was removed during the same surgery due to a bent haptic. It was stated that an incision enlargement was performed to remove the lens to accommodate the lens cutters. There was no unplanned vitrectomy and no patient injury reported. A new lens was implanted within the same surgery without further difficulty. It was stated that the patient was sent home (self care).

Manufacturer narrative:
(B)(4). The manufacturing record review was performed and showed that all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method, inspections or specifications that could be related with this complaint type. Based on the manufacturing record review, the documentation showed that the production order was manufactured according to specifications. Product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.